Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample. The initial result was <0.500 miu/ml with a data flag. Due to a laboratory policy to repeat negative results, the customer repeated the sample. The sample was recentrifuged and the repeat result was 10.05 miu/ml with a data flag. The result was reported as <0.500 miu/ml. The doctor complained as he expected the patient to be pregnant. The sample was retested and the result was 11.52 miu/ml. The next day, the sample was sent another laboratory and the result was around 10 miu/ml. The sample was then tested on an abbott instrument and the result was 12 miu/ml. There was no allegation of an adverse event. The reagent lot number was 18912302 with an expiration date of 02/28/2018. The suspect sample was hemolyzed. The calibration and qc results on the day of the event were acceptable. The analyzer alarm history did not indicate any issue. The field service representative ran analyzer performance testing. He found some voltages were out of the limits and replaced the measuring cell. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data provided, a general reagent issue can be excluded. The most likely causes for this type of event include bad sample quality (clots/fibrin) or insufficient instrument maintenance.